Event description:
It was reported that there was an ambulance accident. There were no injuries to the pt; however, the medic dislocated his shoulder and tore his rotator cuff requiring surgery. There was no alleged malfunction of a stryker product. A letter was sent to the customer to remove the cot from service.